Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having fluctuating for high and low blood glucose of 35 to 498 mg/dl. Troubleshooting found that the pump has a blank display and failed battery alarm. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem. Customer was also advised to try new batteries in the insulin pump.